Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Phone number: (B)(6). Part 03.612.014, lot 5126324: release to warehouse date: december 12, 2005. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the flex arm adaptor that holds the minimally invasive retractor access (mira) retractor broke while being assembled during a lumbar discectomy procedure on (B)(6) 2016. As the surgeon was setting up the support system, he attached the flex arm to the flex arm adaptor. The part of the adapter that goes into the mira retractor broke. No pieces fell into the patient as the incident occurred at the table away from the surgical site. This event did not cause a surgical delay as another clamp was present in the set. The patient status is stable and the procedure was completed successfully as anticipated. Concomitant devices reported: flex arm (part unknown, lot unknown, quantity 1), mira retractor (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation was completed for part# 03.612.014, lot# 5126324. A visual inspection, and drawing review were performed as part of this investigation. The returned device was examined and the complaint condition was able to be confirmed as the proximal coupling attachment was broken flush with the adapter body; the broken piece was returned. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No product design issues or discrepancies were observed. The flex arm adaptor ¿ standard (03.612.014) is noted in both the minimally invasive retractor access (mira) and mis support system table mount and light guide systems as per the technique guides. Both systems support table mounting and reduction for minimally invasive spine surgery. In each system the flex arm adaptor attached to the flex arm and secures medial and lateral 3-blade retractors. Relevant drawings for the returned device was reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history records review was performed for the returned instrument's lot number and no noncompliance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No definitive root cause was able to be determined with the provided information. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.